Manufacturer narrative:
The tip of syringe, including whitening gel, was occluded and once the user tried to force the syringe, the tip popped off and the gel exited the syringe quickly, hence spilling beyond the teeth. The pt experienced burning sensation, but no remedial action was required and the pt did not experience any serious injuries.

Event description:
Laser whitening gel spilled over from the syringe and got into pt's oral tissues including pt's lips. The whitening gel is used with ezlase.